Event description:
The customer observed error code 5902 stepper moto (x) not present on the architect i1000sr processing module. The motor driver board and indexer board #1 were replaced. Charring was observed on the indexer board. There was no impact to patient management or user safety reported.

Manufacturer narrative:
The field service representative inspected the architect i1000sr, serial number (B)(6), performed troubleshooting and observed evidence of charring/burning of the indexer board, tested. Replacement of the indexer board, tested resolved the issue. The instrument service history for the architect i1000sr verifies no subsequent issues have been reported related to the module generating error code 5902 or charred/burned parts. A review of tracking and trending of the architect i1000sr did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the indexer board, tested did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charred/burned part observed was limited to the indexer board, tested, the charring/burning did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6) or the indexer board, tested was identified.

Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed error code 5902 stepper moto (x) not present on the architect i1000sr processing module. The motor driver board and indexer board #1 were replaced. Charring was observed on the indexer board. There was no impact to patient management or user safety reported.